Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with 400 units. It was noted that the customer was able to successfully load a new cartridge. The customer's blood glucose level was 160 mg/dl and it was addressed with a bolus.